Manufacturer narrative:
(B)(4). Device evaluation: complaint device was not returned for evaluation as it was discarded.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A review of the complaints related to the production order was performed and the results revealed that this is the only investigation request for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the investigation results, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of a z9002 intraocular lens (iol) in patient's left eye, she was diagnosed with myopia. Lens was explanted and replaced with another same model lens. No incision enlargement, sutures or other patient injury. The explanted lens was discarded. No further information was provided.